Manufacturer narrative:
Following our receipt of the one returned used sensor and performed visual inspection. Found needle hub stuck at sensor base with the adhesive tape glue dot causing needle hard to remove from sensor as noted in the comments by the customer. However there was no broken sensor found during visual inspection. In summary, the customer complaint for needle hard to remove was confirmed due to adhesive glue dots misalignment. However there was no broken sensor found during visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced introducer needle hard to remove and introducer needle fractured while in the body. The customer reported no adverse event. The event involved product(s) mmt-7040a. Troubleshooting was performed. No harm requiring medical intervention was reported. Mmt-7040a was requested and the customer response was the device would be returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.